Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the implantable cardioverter defibrillator, episodes of inappropriate automatic mode switch caused by right atrial lead noise oversensing were observed. No intervention was performed. The patient was in stable condition.